Event description:
It was reported that during a low anterior resection procedure the instrument appeared to cut and staple correctly but there was difficulty removing the device. The case was completed without any adverse pt consequence.